Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was working fine, it was cleaned by the sister during the case as per normal but when handed back to the surgeon the blade fell off. This did not occur while the instrument was being activated or in the patient. The device was replaced with another instrument which did not cause any further problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.